Manufacturer narrative:
(B)(4)

Event description:
The customer complained of a questionable inr result for 1 patient from a coaguchek xs meter with serial number (B)(4). At 10:00 am the result from the meter was 3.4 inr and the result from the laboratory was 2.6 inr using the dade innovin method. The customer considered the laboratory result to be accurate. There was no allegation of an adverse event and the patient was feeling fine. The patient did not receive treatment and their warfarin dose was not adjusted based on the meter result. The customer did see the qc checkmark. The patient was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in diet, no illness, no new medications, no bleeding, and no bruising. The patient's therapeutic range was 2 - 3 inr. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.7 inr, donor 2 inr: 2.2 inr, donor 1 hct: 38%, donor 2 hct: 48%, results: donor 1: retention meter with masterlot strips: 2.7 inr , donor 1: customer meter with customer strips: 2.9 inr . Donor 2: retention meter with masterlot strips: 2.2 inr, donor 2: customer meter with customer strips: 2.2 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The investigation was unable to find a definitive root cause. The results alleged by the customer were not observed in the meter¿s patient result memory relevant retention test strips (lot 286323) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.